Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('xenobiotic material removed / the foreign-body material has been removed') in an adult female patient who had essure (batch no. 626453) inserted. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: in 2016 it was reported that the essure was planned to be removed on (B)(6) 2016. Lot number: 626453. Manufacture date: 2008-01. Expiration date: 2009-12. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 10-oct-2022: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("xenobiotic material removed / the foreign-body material has been removed") in an adult female patient who had essure inserted (lot no. 626453). There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2008, the patient had essure inserted. An unknown time later she underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (essure removal). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: in 2016 it was reported that the essure was planned to be removed on (B)(6) 2016. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 04-oct-2022: upon internal review duplicate case was identified, all information from deleted case (B)(4) was transferred to remain case. We received a lot number in this case. A technical investigation was conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('xenobiotic material removed') in a female patient who had essure inserted. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: after essure, several physical complaints developed, and in the meantime, she has had follow-up treatments. Because of the complaints, the patient is being impeded in her normal daily functioning and is suffering from injury. She holds the company liable for the damage caused and also interrupt the period of limitation to reserve the right to hold the company liable. In 2016 it was reported the essure was planned to be removed on (B)(6) 2016. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaints records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('xenobiotic material removed') in an adult female patient who had essure (batch no. 626453) inserted. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: after essure, several physical complaints developed, and in the meantime, she has had follow-up treatments. Because of the complaints, the patient is being impeded in her normal daily functioning and is suffering from injury. In 2016 it was reported the essure was planned to be removed on (B)(6) 2016. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-nov-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer. And describes the occurrence of medical device removal ('xenobiotic material removed')/ in an adult female patient who had essure (batch no. 626453) inserted. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: after essure, several physical complaints developed. And in the meantime, she has had follow-up treatments. Because of the complaints, the patient is being impeded in her normal daily functioning and is suffering from injury. In 2016. It was reported. The essure was planned to be removed on (B)(6) 2016. Most recent follow-up information incorporated above includes: on (B)(6) 2020, case was now reported from lawyer, essure lot number was provided. We received a lot number in this case. A technical investigation will be conducted. Including a batch review and review of complaint records and records of non-conformances data. Should any new and reportable information become available as a result, this will be provided in a supplementary report.